Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as the patient outcome, could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The account indicated that the device operated as expected. It was also noted that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, cardiac arrhythmia, stroke, multiple organ failures/dysfunctions, and death. Chapter 5 of the IFU, "surgical procedures", states that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the device will not be able to provide the intended flow. Chapter 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This chapter also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the ECMO the patient was on was cardiohelp and the stroke was ¿occlusion¿ ischemic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was listed for an orthotopic heart transplant (oht) at status 4 and was admitted for fatigue, possible right ventricle (rv) failure, ventricular tachycardia (vt) and implantable cardioverter-defibrillator (ICD) shocks. The patient's right heart catheterization results were a right atrium (ra) pressure of 28, pulmonary capillary wedge pressure (pcwp) of 31, pulmonary artery (pa) pressures of 80/33/52, cardiac output/index (co/ci) of 3.3/1.6, and systemic vascular resistance (svr) of 1570. The site was looking for any implication as to why pump was not offloading the patient. The patient had not made any changes in medications or lifestyle to explain hemodynamics. Log files were send for review. The event log file captured routine events and the ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended. On (B)(6) 2026 the patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO) after continued decompensation, increasing vasopressor and inotropic support, and end-organ dysfunction. A transesophageal echocardiogram (tee) was performed after ECMO cannulation and found ¿moderate to severe central aortic regurgitation¿ and ¿severe, torrential mitral regurgitation with complete malcoaptation of the mitral leaflets¿. The patient returned to the cardiovascular operating room (cvor) on (B)(6) 2026 in which an aortic valve repair was performed using a park's stitch, and ECMO was reconfigured to central veno-pulmonary (vp) ECMO with direct cannulation of the pa. On (B)(6) 2026, the patient was not responding even though sedation medications had been turned off for more than 12 hours. A head computed tomography (CT) performed on (B)(6) 2026 showed numerous infarcts. Neurosurgery determined intervention would be futile with a poor prognosis. Care was withdrawn on (B)(6) 2026 and the patient passed away.